Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the main pcba and performed a failure investigation. The reported issue was duplicated and was isolated to the tca drift railed low a/d counts. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it was alarming circuit occlusion. The customer stated there was no patient involvement associated with this event.